Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same patient as MFR#: 2134265-2011-00798. (B)(4). It was reported that following a coronary stenting treatment procedure angina and in-stent restenosis occurred. Target lesion 1 was located in the 1st obtuse marginal branch with 90% stenosis and was 14mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50x16mm taxus liberte stent. Following post dilatation residual stenosis was 0%. Target lesion 2 was located in the 2nd obtuse marginal branch with 90% stenosis and was 10mm long with a reference vessel diameter of 3mm. The lesion was treated with pre-dilatation and placement of a 2.25x12mm taxus liberte stent. Residual stenosis was 0% target lesion 3 was an ostial lesion located in the right coronary artery with 70% stenosis and was 10mm long with a reference vessel diameter 3.5mm. Pre-dilatation was attempted with the 2.0x12mm apex balloon however it was unable to cross the lesion and the balloon "kept slipping". The lesion was treated with pre-dilatation with a 3.0x12mm apex balloon and placement of a 3.00x12mm taxus liberte stent. Following post dilatation residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. 7 months post procedure in february 2011 the patient presented for cardiac catheterization for indications of unstable angina with known coronary artery disease. The right coronary artery had 90% in-stent restenosis. The patient under went a successful CABG. The left internal thoracic artery to the distal left anterior descending artery. Saphenous vein graft to the obtuse marginal branch, diagonal branch and the distal right coronary artery. The patient was discharged 7 days later. No further patient complications were reported.